Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced a fall which resulted to lead migration. As a result the surgical intervention was undertaken where in the lead was explanted and replaced addressing the issue.